Event description:
The customer reported a leak occurred in 2008 with this extension set. The leak occurred by the tubing and male luer adaptor connection. This condition occurred during patient use with an unknown drug in the nicu. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
The customer returned 239 companion samples for evaluation. The customer reported condition of a "leak by the tubing and male luer adaptor connection" was confirmed. Visual inspection of the samples confirmed 103 samples had cracks related to the male luer component. Functional testing on the samples confirmed the reported leak condition in 16 samples. The customer reported condition was related to the male luer component. This issue is being investigated.